Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased pain on her right side. There have been some volume discrepancies noted with the pump, but no audible alarms. The specific volume amounts of the discrepancies were not reported. The type of medication in the pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.